Manufacturer narrative:
Product event summary: the proximal portion of the lead was returned and analyzed. No anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Also the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the right ventricular lead integrity alert was triggered, and a r-wave amplitude measurement issue.

Event description:
It was reported that the right ventricular (rv) lead had high thresholds with exit block and no effective stimulation at high outputs. It was also reported that the rv lead had high pacing impedance, oversensing, a high sensing integrity counter (sic), and a possible fracture. The rv lead was partially explanted, capped, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.